Event description:
Byte aligners have loosened my teeth causing potential permanent damage to the bone, the company refuses to communicate with me, provide direction for their product, is not providing the medical assistance they promised and I paid for. FDA safety report ID (B)(4).